Manufacturer narrative:
Date of report : 21feb2019, date rec¿d by MFR : 20feb2019. Information was received that the customer declined any repair/service of the device and the unit would be put in storage. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had a battery failure with the battery indicator flashing amber. There was no patient involvement. The event date was not specified; estimate used.